Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, historical data review, product labeling and consultation with medical affairs. Review of product historical data did not identify any adverse trends or abnormal complaint activity. The analyzer had no issues with maintenance, controls, and precision. The data provided by the customer showed that all the initial runs in closed mode in cbc test selection were all marked suspect and generated abnormally high wbc results with multiple flags. The repeat runs in cbc+noc mode generated the expected results of around 6-7 10e3/ul; however, the results were still marked as suspect with multiple flags. Labeling was reviewed and sufficiently addresses the issue and explains the differences between cbc and cbc+noc. Patients diagnosed with multiple myeloma show high amounts of abnormal monoclonal immunoglobulins which results in thickness of the blood, in this case. It was concluded that the pathology of the sample caused the discrepant results on cbc test selection. Based on all available information and abbott diagnostics complaint investigation, the complaint incident was sample-specific. No systematic issue was found and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated and discrepant results on the cell-dyn ruby analyzer for one patient with either multiple myeloma or follicular lymphoma. The patient's samples were collected daily and tested multiple times in different modes. The samples generated the following results: wbc ranged from 5,690/ul to 162,000/ul. Hgb ranged from 6.24 g/dl to 10.6 g/dl. No adverse impact to patient management was reported.